Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician was unable to pass the his bundle lead through the catheter. The catheter appeared to constrict at the distal end, which prevented the lead from passing at all. The catheter and lead were removed from the patient. A new catheter was used and the his bundle lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.